Event description:
According to the available information, the altis was broken.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No capas were identified in veeva associated with the alleged issue. An nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to additional information received, when applying the mesh, the plug in the patient and the blue suture was loose. The static anchor broke loose. An additional altis device was used to complete the procedure.

Event description:
According to additional information received, when applying the mesh, the plug in the patient and the blue suture was loose. The static anchor broke loose. An additional altis device was used to complete the procedure.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor attached to the mesh. Microscopic examination of the static anchor revealed the tines to be bent outward, indicating the anchor had been implanted and removed. The dynamic suture, dynamic anchor and tensioner were not received. Microscopic examination of the dynamic side of the mesh appeared to be rough and irregular, indicating stress was exerted. The information received indicated that the static anchor was detached during the procedure. However, quality confirmed a detached dynamic suture. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. Detail was not provided as if there were any issues that may have occurred prior to the detachment. As the detachment ends of the dynamic suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No capas were identified in veeva associated with the alleged issue. One nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend.